Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 6x broke during use. The broken part still remains in the root canal, further treatment is pending. Further information requested. This is 3 of 3 breakage.

Manufacturer narrative:
No product and no lot number received for this 3rd breakage, therefore no investigation possible. 2 (two) unsuccessful requests to retrieve suspect product or investigation result have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per 8000-sop-038. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.